Event description:
It was reported that a malfunction occurred with a code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level, confirmed not to exceed 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, to which the customer agreed and understood.